Manufacturer narrative:
Medtronic received additional information that this bioprosthetic valve was replaced due to endocarditis. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years and seven months post implant of this 29mm mitral bioprosthetic valve, it was explanted and replaced with a valve of the same size and model. The reason for explant is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the patient had "culture negative endocarditis". Upon explant of the valve, it was noted that the leaflets were encased in vegetation. If information is provided in the future, a supplemental report will be issued.